Manufacturer narrative:
Conclusion and justification status:the lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient had lcs duofix components implanted on (B)(6) 2008 at (B)(6) hospital. Revision surgery was performed on (B)(6) 2015 at (B)(6) hospital. This case was reported by (B)(6) following receipt of compensation claim from the patient's representative legal counsel. Feb 8 2016 update: reason for revision pain and loose femoral component. Update rec'd 08 february 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient underwent an arthroscopy on (B)(6) 2015, at which time synovitis with black areas of metallosis were found. Also noted, the femoral component had a deep scratch and the tibia had a slight clunk. At this time the patient's insert is being reported. The complaint was updated on: 08 february 2016.